Event description:
It was reported that two vision stents were implanted 2005 and after about 3 months the pt had chest pain. A cag (cerebral angiography) confirmed restenosis that was treated with an add'l procedure (stenting). No add'l info available.